Event description:
Cuff of tube would not deflate completely prior to extubation. No adverse affect to patient reported. Device returned to manufacturing facility. Investigation is still in progress. The results of the investigation will be forwarded as soon as evaluation is completed.